Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11e06086 and h11g08054. No exceptions were observed that were related to the reported condition is confirmed, because it was reported that there was a breach in aseptic technique as stated by the patient didn't clean the area before starting therapy and made a mistake; however, the assignable cause code could not be determined, since we are unsure why the patient had a breach in aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On an unreported date, the patient made a mistake, experienced touch contamination, and did not clean exchange area before starting pd. Treatment and outcome were not reported. On (B)(6) 2011, the patient was diagnosed with and hospitalized for peritonitis. Treatment was not reported and the patient was recovering. Dianeal therapy was ongoing. The nurse stated the peritonitis was not related to dianeal therapy and did not comment on the patient made mistake, touch contamination, and did not clean exchange area before starting pd.